Event description:
New information received notes that when the patient presented in clinic for a follow up, programming change was made. The patient was experiencing periods of light-headedness due to inhibited pacing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise, which inhibited pacing. The patient was stable.